Manufacturer narrative:
This event is no longer a reportable event. MDR decision corrected to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh90t01 lot# serial # (B)(6); implanted: explanted: product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding external device. It was reported that they had a hard time connecting with the handset and keeping the handset charged. The patient stated that they talked with the healthcare provider (hcp) about this last week and they were told to call the patient services. The patient stated that it would take so long for the handset to connect to the communicator so that they could bolus, but they would give up since it was so frustrating. They had to shut the handset down after each use to conserve battery since the handset was not holding a charge. The patient said that they also shut the communicator off after each use so that the communicator battery lasted longer. The agent had the patient connect to the pump during the call. The communicator blue light was blinking and then turned solid blue. The patient stated that at times the communicator blue light would just blin k instead of turning solid. The external equipment connected to the pump without issue during the call. The agent sent a request to repair to replace the handset. When asked for the event date, the patient said that it was getting worse and that it was probably in the last 4-5 months. When asked for drug information, they thought it was dilaudid and lidicaine. The agent sent an e-mail to prs to update the patient address and managing physician.